Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during the implant procedure for this pacemaker there was no zoom programmer available. The leads were tested on the pacing system analyzer (psa) with acceptable measurements. The leads were connected to the device and the procedure was completed. One day post implant the patient was seen for a follow up visit. It was observed that the device was still in storage mode and the right ventricular (rv) lead impedance measurements were > 3000 ohms with loss of capture (loc). The right atrial (ra) lead had acceptable measurements and was operating normally. Boston scientific technical services (ts) noted that auto lead detection (ald) only works on the rv port. For ald to work, the rv impedance measurements must be within range. Ts recommended troubleshooting to evaluate device-to-lead connection or lead integrity. The patient was brought into the for invasive intervention. The device was explanted due to inability to interrogate.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.